Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (value not provided). Customer required assistance to treat low bg. Customer did not require emergency room/hospitalization treatment. No additional information was provided.